Event description:
It was reported that since implant, a patient felt stimulation down the left leg. The patient described stimulation as a ¿take your breath away jolt.¿ there was 50 percent or greater symptom reduction and in (B)(6) 2014 the patient was very happy and had no complaints. Over the holidays, the patient went on a trip and turned the implantable neurostimulator (ins) off. Following the trip, she couldn¿t find her patient programmer for a few weeks and during the entire time therapy was off, she noticed a return of symptoms and had a loss of therapeutic effect. The day of the report, the patient found the programmer and turned therapy on. She noticed that stimulation didn¿t feel the same and she wasn¿t getting the same symptom relief as when therapy was on before. At the time of the report, stimulation was on and set on program 4 at 0.70 volts. The patient had been on 3 and increased to 4 prior to the report, and thought she maintained program 4 and had increased the amplitude only. She increased stimulation to a level she felt the same as prior to turning stimulation off. The patient saw poor communication a few times, but ultimately she was able to connect and adjust the device normally. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va0duwp, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).